Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they started feeling electric shot on their right leg, and this happened mid-summer this year. Pt mentioned that their managing healthcare provider (hcp) advised them to reach out to their rep to get their therapy adjusted which they did 2.5 months ago. Pt added the rep told them that they're not assigned to the pt's area and had told the pt "we'll get somebody in contact with you". Pt mentioned they already waited and suffered due to the pain for 2.5 months, nobody had reached out to them.  Agent tried to explain the change of managing hcp and rep the pt became frustrated. Pt was told that they can get a new rep come to their area.  Agent informed the pt that an email will be sent to the  rep assigned in their new location and provide them their callback number and situation. Pt reported, "it was redone after that but it didn't cover this area which has become a problem". Pt repeated that it was their managing hcp who advised them to have the adjustment but they have not gotten any help the whole summer. Agent sent email to rep for visibility and email to registration to update the address. The rep reported there were no notes on any shocking. The rep verified with other team members in a different territory and confirmed no shocking or other devices issues were noted. Patient has a new unrelated pain and wants that taken care of with programming. Patient is trying to make appointments, but is unknown where and when. Rep said they will not have any further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.